Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Twenty-five devices were evaluated in the field and the issue was confirmed; the devices had worn components. The devices were repaired and returned. Two devices were not evaluated as the customer canceled the service requested and indicated they would perform their own repairs. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported the unit had reduced brake force. There was no patient involvement.